Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming, motor test and excessive no delivery tests. There was no prime anomaly or motor error alarm during testing. There was no moisture damage found on the electronic assembly and motor assembly. The insulin pump was received without the belt clip and unable to verify the belt clip was damaged. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was in the 300 to 400 mg/dl range. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during the high pressure test. Customer advised there was insulin in the reservoir compartment and they could smell the insulin had dried out. Customer performed and passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.